Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (700 mg/dl). Customer was treated with intravenous insulin drip, fluids, and medication. Customer was discharged (B)(6) 2019 with the issue resolved and no permanent damage. Customer was unsure of the cause but possibly due to urinary tract infection.